Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Correction: b3, b, g4. Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on 25/june/2017 to parameters above normal operating range and 29 high watt alarms were logged since 27/june/2017. The pump was exchanged and a thrombus was visually confirmed by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a rise in the vad power consumption above the normal operating range was logged, which triggered numerous high watt alarms.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high watts was confirmed via review of the controller log files which revealed 29 high watt alarms and an increase in power consumption starting (B)(6) 2017 to a peak of 9.3 watts on (B)(6) 2017 outside normal operating range. Of note, it was reported that due to subarachnoid hemorrhage (sah), the physician did not want to administer tissue plasminogen activator (tpa) or heparin. The pump was exchanged and a thrombus was visually confirmed by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Po ssible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient felt tingling in his hands, experienced hematuria, and suffered loss of sound and was admitted to the intensive care unit (ICU). Computerized tomography (CT) scan showed a subarachnoid hemorrhage (sah). The watts began to increase on the left ventricular assist device (lvad). The physician did not want to administer tissue plasminogen activator (tpa) or heparin because of the sah. The pump was exchanged and a thrombus was visually confirmed. No further patient complications have been reported as a result of this event.